Manufacturer narrative:
(B)(4).

Event description:
The pt had the pump removed because "his pump was causing kidney issues." It was noted that when the medication was reduced, his kidneys started to function better. Additional info has been requested, a follow-up report will be sent if additional info becomes available.